Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level. A correction bolus was delivered to address bg level. Customer was released from the ER a few hours later with the issue resolved and no permanent damage. Reportedly, an occlusion alarm occurred. System check was performed and no issues were identified. A nurse reported that the customer had slept on top of the pump tubing, causing the occlusion. The alarm was cleared and insulin delivery was resumed.